Manufacturer narrative:
Age at time of event: (B)(6). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the right femoral artery. The 80% stenosed lesion being treated was located in the moderately tortuous, moderately calcified, mid left anterior descending artery. Using a maverick balloon catheter the physician predilated then implanted a promus element plus stent in the target lesion. Upon advancing a quantum maverick balloon catheter to the target lesion for postdilation, longitudinal stent deformation of the implanted promus element plus stent occurred. The procedure was completed by postdilating the implanted promus element plus stent and deploying another stent in the target lesion. No further patient complications were reported and the patient's status is fine.